Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the settings not available and leads not working issues were due to one lead being all red. The cause of the issues were unknown. Rep reported they reprogrammed the patient on (B)(6) 2024 and the issue has been resolved. Rep noted the device remains in the patient and the information has been confirmed with the physician.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2018, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2018, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(4). Implanted: (B)(6) 2024. Product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6). Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-nov-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 05-sep-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the cause of the issue was that one lead was not working. They stated that the rep didn't explain anything, but another rep explained what would happen if both leads stopped working.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2028, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018. Product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018. Explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018. Explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient(pt) regarding an implantable neurostimulator. The reason for call was pt stated that maybe 6-8 weeks ago, they started seeing a message 'on both leads' that says settings not available cannot provide your desired intensity settings and thinks it was caused by a lead issue. The pt stated that their rep told them that their leads are 'not working' in their spine and are both disconnected from the implant battery. Pt stated that maybe 2-3 months ago, mdt rep 'did some stuff' (agent understood this as reprogramming) and made it to where the ins battery would last for 5 days. Pt noted they have neuropathy from the waist down. Pt stated they have had dental surgery and is going to have cataract surgery. The pt is wondering if they need to keep charging the implant even though the therapy is not working - agent reviewed information. The pt then stated that their hcp would be replacing the implant with boston scientific because they are 'more sophisticated'. The pt stated they are not happy with hcp who did the ins surgery. The pt also made a comment that they cannot find anyone who will do an MRI with the implant pt has. The pt also described getting many follow up letters from mdt. Agent redirected to hcp to further address settings not available message and lead issue.